Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02500. It was reported the pt had not used or charged his ipg in approx 6 months. The pt also reported he had ineffective stimulation coverage with his scs system and he experiences pain at his lead site. F/u indicated the pt will meet with the sjm rep at a later date to troubleshoot the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.